Event description:
It was reported that a sagittal blade broke during use at the teeth. It was further reported that all pieces were recovered and that the patient is expected to make a full recovery.

Manufacturer narrative:
Device returned for evaluation. The returned blade was measured against the print and all critical features were within specification. Work order documentation was reviewed and all specifications were met. Inspection of the blade showed that the blade has broken at the inner teeth. During previous testing that has been carried out on this part number, it was not possible to break the blade as per this returned blade - breakage on the inner teeth of the blade. Root cause is most likely due to user misuse.